Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("chronic abdominal pain"), back pain ("worsening back pain"), abdominal distension ("excessive abdominal bloating"), alopecia ("excessive hair loss"), rash ("frequent rashes"), headache ("frequent headaches") and fatigue ("fatigue"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, discomfort, menorrhagia, abdominal pain, back pain, abdominal distension, alopecia, rash, headache and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, discomfort, dyspareunia, fatigue, headache, menorrhagia, pelvic pain and rash to be related to essure. The reporter commented: patient never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: coils were properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('severe pain') and embedded device ('a metal coil is embedded in one segment of the tube'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: endometrial polyp, menorrhagia and pelvic pain female. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("chronic abdominal pain"), back pain ("worsening back pain"), abdominal distension ("excessive abdominal bloating"), alopecia ("excessive hair loss"), rash ("frequent rashes"), headache ("frequent headaches") and fatigue ("fatigue"). The patient was treated with surgery (essure removed/left and right salpingectomy and left and right salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, discomfort, menorrhagia, abdominal pain, back pain, abdominal distension, alopecia, rash, headache and fatigue had not resolved. And the embedded device outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, discomfort, dyspareunia, embedded device, fatigue, headache, menorrhagia, pelvic pain and rash to be related to essure. The reporter commented: patient never experienced any of these conditions, prior to undergoing the essure procedure. She subsequently, sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2017, results: coils were properly placed. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: embedded device. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, medical record received: event: 'a metal coil is embedded in one segment of the tube', medical history, reporter information were added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("chronic abdominal pain"), back pain ("worsening back pain"), abdominal distension ("excessive abdominal bloating"), alopecia ("excessive hair loss"), rash ("frequent rashes"), headache ("frequent headaches") and fatigue ("fatigue"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, discomfort, menorrhagia, abdominal pain, back pain, abdominal distension, alopecia, rash, headache and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, discomfort, dyspareunia, fatigue, headache, menorrhagia, pelvic pain and rash to be related to essure. The reporter commented: patient never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: coils were properly placed. Most recent follow-up information incorporated above includes: on 4-jun-2020: pfs received. Serious criteria of event severe pain was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.